Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with trace of diffuse lamellar keratitis (dlk) on both (ou) eyes at 1 day post-operative exam. Topical steroid were increased to treat the dlk. The patient¿s comments were that was doing well and very happy. Bcva from (B)(6) 2015. Right eye pre-op 20/20 2.25 x.-1.00 x 8. Left eye pre-op 20/20 1.00 x -.50 x 178.